Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. However, the customer maintained that there was an issue. The customer continued to use the pump for insulin therapy.